Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced pain, discomfort and "something" pushing down internally. The patient also experienced hemorrhage from the vault requiring return to the hospital around (B)(6) 2010 and diathermy was applied to bleeding point. The patient experienced dyspareunia to point of intimate relations impossible due to increase pain and bleeding. On (B)(6) 2014, an area of tight mesh under pubic ramus was heading into the obturator foramen and was twisted. The patient underwent a further surgery on (B)(6) 2014 and a mesh fragment was removed. The patient continues to experience pain, heaviness in pelvis, back and legs, urinary incontinence, bladder prolapse and rectocele. It was also reported that the patient unable to walk any distance, has very poor sleep due to ongoing discomfort and sharp pain. As stated, recently, the patient is experiencing episodes of collapsing, where legs go from under the patient, and falls to ground and on other occasions have passed out with the intensity of pain. The patient is being treated for ptsd at psychological services. The patient is on anti-depressants and stress medications daily, and attends a pain clinic receiving regular cortisol injections via epidural to help manage ongoing pain. No further information is available.